Event description:
Medical affairs spoke to pt who provided the following information. In 2004 in the morning, pt woke up difficulty breathing. They felt dizzy; palms were sweaty and had clammy hands. Pt felt that their blood glucose was low. They did a back to back testing using different finger sticks and obtained a 264mg/dl and a 149mg/dl within 10 minutes from one another. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Pt called the paramedics who tested pt on their meter and obtained a 311mg/dl. They were not treated and was taken to the ER where they were there for about 8-9 hours. They claim they did several tests including work on them; however, did not treat them. They do not recall the readings in the ER. They claim the md told pt that their blood glucose is "out of control" and that they need to stop taking their insulin and to stop eating. Pt had been taking nph 100 50u in the am and 50u in the afternoon. They were also on a sliding scale of r 100. They would take anywhere from 15-20u in the am. Pt has a follow up appointment with their own md the following month. Pt's test strips are in good condition and control solution passed. Customer service is replacing meter, strips and control solution.